Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was tested prior to an unspecified procedure. The device leaked from the hub during the test and did not make patient contact. A second ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was then tested prior to the same procedure. This device also leaked from the hub and did not make patient contact.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a functional test, visual inspection and dimensional verification of the returned device was conducted during the investigation. Two opened, unused and locked 8.5fr mac-loc catheters were returned for investigation in the locked position. No biological matter or additional surface damage was present on the device. A leak test conducted for catheter one confirmed the presence of a leak where the catheter tubing meets the connector cap. Tug and twist tests revealed that the flare was secure. Upon removal of the connector cap, the suture string was found normal in the threads. The flare appeared to have a lip and multiple ridges. Leak tests conducted for catheter two confirmed the presence of a leak where the catheter tubing meets the connector cap. Tug and twist tests proved the flare was secure. The connector cap was unable to be removed successfully, so suture condition, cap inner diameter and catheter flaring could not be evaluated. Upon physical examination of the second catheter, it was found that the number of threads showing exceeded what was detailed in the manufacturing specifications. Additionally, a document based investigation evaluation was conducted. The instructions for use (IFU) instruct the user to inspect the product prior to use to ensure that no damage has occurred. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. There is no evidence to suggest that there is nonconforming product in house or in the field. Based on the information provided, examination of the returned product and the results of our investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.